Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and shoulder packs were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections. As a result, the reported events were confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the power sources remained in use. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation investigated momentary disconnections. Failure analysis of shoulder pack (#1362906) revealed a damaged snap hook. Furthermore, visual inspection revealed a damaged controller viewing window and a damaged patient ID card pocket. The damaged viewing window and patient ID card pocket are additional findings, not related to the reported event, likely due to wear and/or handling of the pack. Failure analysis of shoulder pack (#1243570) revealed a damaged snap hook. The most likely root cause of the reported snap hooks damaged event can be attributed to wear and /or due to handling of the pack. Additional products: shoulder pack / 1362906; concomitant medical products: yes, return date: 2018-09-10; device evaluated by MFR: yes; shoulder pack / 1243570; concomitant medical products: yes, return date: 2018-09-10; device evaluated by MFR: yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ shoulder pack / (B)(4)/ model #: 2060 / expiration date: 2018-10-31 UDI #: (B)(4) mfg date: 2017-10-31 (B)(4). Heartware ventricular assist system ¿ shoulder pack / (B)(4) / model #: 2060 / expiration date: 2017-12-31 UDI #:(B)(4) mfg date: 2016-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited premature power switching while the metal clip was broken on two of the patient shoulder packs. The controller and both shoulder straps were exchanged. No patient complications have been reported as a result of this event.